Event description:
Unomedical reference number (B)(4). Event occurred in italy, on 28-may-2024, it was reported that the one infusion set fell off during use and infusion set is long for nearly 6 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.